Event description:
Procedure performed: unknown. Event description: report from the sales rep. The balloon was not inflatable when inserted into the body cavity. It was not a robotic surgery. It was inflated for the pre-check before the usage. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. The distal side of the balloon was found to be holed. The medial side of the cannula was scratched. The unit will be returned to amr for further evaluation. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of balloon leakage as a there was a tear in the balloon, with a portion of the balloon missing. It was also observed that the cannula tip was fractured. Based on the condition of the returned unit, it is likely that the balloon damage was caused by the balloon coming into contact with an object or instrument. It is possible that the cannula tip fractured due to instrumentation coming into contact with the tip and/or excess force was exerted on the tip during the procedure. It is also possible that the cannula tip material was more susceptible to breakage. The probability and criticality of harm resulting from these failures have been evaluated and were found to be at an acceptable level. Based on the description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable due to the fractured cannula tip and missing balloon fragment.